Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a procedure on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue. However, it failed to deploy and was able to be reopened and removed from the tissue. The clip and delivery system were removed from the patient. The procedure was completed with another resolution clip. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. Note: investigation results revealed that the clip assembly was mashed onto the bushing.

Manufacturer narrative:
(B)(4). A visual examination of the returned device noted that the clip assembly was mashed onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule; however, the control wire was separated from the yoke. The complaint was confirmed. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.